Event description:
It was reported that the left brain lead was implanted two weeks prior to the report. The lead was reportedly placed in the target area. During a surgical procedure to revise the lead and attach it to the existing extension, it was discovered that the distal part of the lead seemed to fray. The lead was replaced. There was no patient injury and the patient recovered fully.

Manufacturer narrative:
(B)(4). Additionally, the patient information contained within section a of this report has been updated at this time. Device evaluation: analysis of the lead found the proximal end conductor was broken due to overstress/damage. Analysis of the extension found the product was cut through and segmented. Visual inspection indicated the molded rubber was cut and the ¿#3 setscrew block was not received.¿ it was noted the distal end of the extension was not returned for analysis. Functional testing of the extension found ¿no shorts between circuits.¿

Manufacturer narrative:
Product ID: 3389-40, lot# 0208003245, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).